Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. However, the device evaluation found an incorrect label. There was leaking from switch 1. There was a cut on switch 1. The hair line cracked on the celling plate. The control knob play. The distal end plastic cover cracked. The light guide lens cracked. The bending section cover cracked. The insertion tube was discolored. The control body customer's label was dry. The light guide buckle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported that during preparation for use in a diagnostic colonoscopy procedure, an error code b30 was produced. As such, the procedure was completed in another procedure room with a similar light source. Reportedly, the procedure was delayed for about 15¿20 minutes. There were no reports of patient harm. No additional medical intervention was required. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it was determined that leakage occurred from the control section, which led to water invasion of the device. Subsequently, an abnormality likely occurred in the electronic component of the device, causing the reported event. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscopic image¿ ¿when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury.¿ ¿if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury.¿ this supplemental report includes a correction to d9 to include information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.